Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a cholangiography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the spyscope ds was smoothly inserted into the anatomical site without any issue as well as the visual examination. After the observation of the stenotic area was completed, biopsy was performed using a spybite. After the spybite was directed towards the 6o'clock direction of the image when taking body tissues at 3 areas, it was noticed that the working channel sleeve protruded. Since it was observed to be moving during irrigation and suctioning, they decided to discontinue the procedure. Reportedly, no part of the spyscope ds device was detached. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination was performed after disinfection. As received, the working channel sleeve did not protrude. However, maximum protrusion was observed when the distal tip was articulated by turning the small and large knobs in the counterclockwise directions, confirming the complaint. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported complaint incident of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviations were found.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a cholangiography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the spyscope ds was smoothly inserted into the anatomical site without any issue as well as the visual examination. After the observation of the stenotic area was completed, biopsy was performed using a spybite. After the spybite was directed towards the 6 o'clock direction of the image when taking body tissues at 3 areas, it was noticed that the working channel sleeve protruded. Since it was observed to be moving during irrigation and suctioning, they decided to discontinue the procedure. Reportedly, no part of the spyscope ds device was detached. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.